Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported he has had a situation where the tubing of the infusion set has snapped off of the luer-lock during use. Caller stated this issue has occurred twice in the past couple of weeks; exact dates are unknown. Caller has discarded both infusion sets that this has occurred with; has an unused set left from the same batch that he will send in. No adverse event reported. Requested return of the alleged infusion set for evaluation.